Event description:
This is a non-us adverse event. The malfunction occurred in (B)(6). The consumer reported one tampon came apart during removal and pieces of the tampons remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.